Manufacturer narrative:
This device has been explanted but we have not received it back from the md.

Event description:
Left-side infection and extrusion.

Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. No additional observations.